Manufacturer narrative:
E1: initial reporter facility name; (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and main body of the peritoneal dialysis (pd) transfer set. This was observed during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: 12/30/2023 (previously submitted as asku) additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.